Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00 and would not boot up. During troubleshooting, fse found that the flexvision pc was defective. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality.